Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the biomedical engineer, reporting that the v60 ventilator was not turning on. There was no patient involvement when the issue occurred. No patient or user harm reported. The biomedical engineer reported that the device was not powering on, and that there was no signs of ac power when plugged in. The biomed reported that the ac source was swapped with a good source, but the same result of no power was confirmed. The biomed then swapped the battery and device did power on, but only on battery power. A remote service engineer (rse) assisted the biomed, and advised them to check the voltage; it was stated that the device was not showing 24 volts coming in. The electromagnetic interference (emi) shroud was removed, and the biomed checked for 120 volt coming in; it was confirmed that the 120 volt was coming in. The rse informed the biomed to replace the power supply. The rse then provided the biomed with the part number for a replacement. The investigation is ongoing.